Event description:
On (B)(6) 2005, a miniarc sling mesh system was implanted to treat stress urinary incontinence. Plaintiff's attorney has alleged that, "from (B)(6) 2005," plaintiff experienced, "a repair surgery, pain, discomfort, worsening incontinence, vaginal bleeding, vaginal shrinkage and other urinary problems." It was also alleged that plaintiff suffered "debilitating injuries from the synthetic mesh," "required and will continue to require healthcare services," "has suffered and will continue to suffer mental anguish, diminished capacity for the enjoyment of life, a diminished quality of life, chronic debilitating pain, and other such damages," including, but not limited to mesh erosion that "caused dense scarring," and "subjected plaintiff severe and permanent injuries."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a follow-up report will be sent.